Manufacturer narrative:
(B)(4). It was reported that the device was discarded, not returning, (actual date of event), removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received:it was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a cerebral embolization procedure. Reportedly, the black sheath of the proglide device was still attached to the proglide device by the actuator wire. The proglide device was manipulated left and right until it was removed from the anatomy. Manual arterial compression was applied to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number -(B)(4) : during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device. Reportedly, the black sheath of the proglide device got stuck in the vessel and fractured/separated. The sheath was simply removed from the anatomy, without the need of a surgery. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.